Manufacturer narrative:
EU authorities ((B)(6)) reported a hospital alleged part of the sponge from the cap of cff1-270r 3m¿ curos¿ disinfecting cap for needleless connector was in the limb of a hemodialysis catheter. The sponge was removed via syringe. No injuries were alleged.

Event description:
EU authorities ((B)(6)) reported a hospital alleged part of the sponge from the cap of cff1-270r 3m¿ curos¿ disinfecting cap for needleless connector was in the limb of a hemodialysis catheter. The sponge was removed via syringe. No injuries were alleged.